Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure, the acetabular inserter handle fractured and the handle dislodged from the cup during impaction. The fractured threads remained inside of the cup in the apical dome hole and were not removed by the surgeon. The cup remains implanted in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."